Event description:
The company was informed that the device electrode was kinked. The device was explanted. Advanced bionics is in the process of gathering more info and will submit a follow-up report.